Manufacturer narrative:
Date sent to the FDA: 09/15/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery with removal of meshoma on (B)(6) 2020 during which the surgeon noted the mesh had contracted and folded. It was reported that the patient experienced severe pain, adhesions, nerve entrapment and nerve damage. No additional information was provided.